Event description:
It was reported that during equipment inspection the cardiosave intra-aortic balloon pump (iabp) was manually tested has a valve group leakage. The equipment is unusable. After replacement, the test meets the factory requirements before normal use. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) reported that they replaced the drive manifold. The unit passed all functional and safety tests.